Manufacturer narrative:
Concomitant medical products: ddmc3d4, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high superior vena cava (svc) coil impedance and had several high measurements. The right atrial (ra) lead exhibited intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.